Event description:
A consumer implanted for failed back surgery syndrome reported they had a brain test performed on (B)(6) 2016 for short term memory, which was unrelated to the implantable neurostimulator (ins), and following this a power on reset (por) error code was seen. The patient programmer (pp) was used to clear the por and stimulation was able to be turned back on. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.